Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45, lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that a pocket revision was done for the patient due to discomfort whenever their arm was moved. The device remains in use. No patient complications have been reported as a result of this event.